Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted registered nurse (rn) on (B)(6) 2011 regarding the system error 2240 alarm. The rn stated that the home patient (hp) had not reported the alarm to her, but the hp was seen in the clinic the previous week and had not reported any issues. Per rn, the hp did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. The sample was not returned, so no evaluation could be performed and not batch review was done since the lot number was unknown. Additional investigation is being conducted through (B)(4).